Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d9. The product was not returned to the manufacturer for evaluation.

Event description:
The device was used during a hemi colectomy procedure. The staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.